Manufacturer narrative:
(B)(4). Concomitant products: item# 32856021614 contu const liner gg 28 x 48 lot# 95004557; item# unknown, unknown cup, lot# unknown; item# unknown, unknown stem, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2018 03398; 0001822565 -2018 03399; 0001822565 2018 03400.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision on unknown date for unknown reason. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2018 - 00673.